Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Corrected information: a2 (date of birth). This report includes information known at this time. A follow up report will be submitted should additional information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Cook inc. Has been unable to submit reports due to issues with receiving new ssl certificates for esg as2 trading partners from the esg help desk. This issue was discovered over the weekend of (B)(6) 2023. Cook has been in communication with the FDA regarding this issue and was provided the needed security certificate on (B)(6) 2023. Per FDA-2008-n-0393, questions and answers about emdr - electronic medical device reporting - guidance for industry, user facilities and FDA staff, section d: ¿¿ if a manufacturer or importer is unable to submit a report on time due to an outage affecting the esg or the cdrh emdr processing system, it may document its attempts at timely filing in block h10 for the affected reports and submit reports electronically as soon as the esg or cdrh emdr processing system is operational.¿ an email has been sent to FDA as the guidance instructs informing FDA of the information set forth in the guidance regarding these delayed submissions. The report was sent (B)(6) 2023.

Event description:
Per a report from computed tomography of abdomen dated, (B)(6) 2018: "findings: ...there is an inferior vena cava filter present with the tip of the filter located at the inferior li vertebral body. The tip of the filter is located superior to the lowest renal vein (which is the right renal vein) by 2 cm. The ivc filter is oriented straight along the course of the patient's inferior vena cava. There is perforation of four ivc struts located at the 12, 3, 6 and 9 o'clock position of the ivc if visualizing on axial series 2, image 39. The millimeters of perforation ranges from 4-6 mm. No fractured or bent struts are visualized. Spondylitis changes are noted within the visualized spine as well as post-vertebroplasty changes."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Catalog number, filter type and lot number are unknown. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Customer (person) not provided, information provided by pourasef law, pllc. Occupation: non-healthcare professional. Investigation: filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
It is alleged that the patient received an unknown cook filter and is alleging organ perforation. Hospital and medical records have not been provided.